Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the chair sped up and skidded forward in her kitchen and it sped up so much that it made skid marks on the linoleum. She states she ran into the cabinet but no injury reported. She states it has ruined her kitchen floor. Customer originally called because she got a recall notification.